Event description:
It was reported that the patient's stimulation had become intermittent since he passed through a metal detector [maybe numerous times]. Impedances and programming parameters showed normal. Interrogation of the device showed no anomalies. Additional information was reported that the patient's stimulation was different than they were used to. On (B)(6) 2011, the physician replaced the implantable neurostimulator. Additional information has been requested, but was not available as the date of this report.

Manufacturer narrative:
Additional information determined that the correct manufacturing site for this event is site # 3004209178. Final analysis of neurostimulator model 3058 (B)(4) showed no anomaly found.

Event description:
Additional information noted that the reason for the replacement was that the device went on producing a different stimulation from the one the patient was used to feeling.